Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-7297-st broke at the connection when the surgeon was tensioning. Nothing went into the patient and the total shoulder case was completed.

Manufacturer narrative:
Complaint confirmed, the tip shaft subassembly was found to be broken. The cause is undetermined, however a likely cause of the event is excessive tension in the subassembly due to the tip shaft subassembly being jammed or prevented from moving while the screw shaft subassembly is backing out / unscrewed.